Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced difficult plunger movement during use. The following information was provided by the initial reporter: caller reported syringe "exploded" when customer pulling back on syringe plunger. After many attempts to clarify where syringe exploded, or how this had occurred, or where the damage was identified, customer clarified that the syringe plunger may have accidentally pulled out of back of syringe barrel and may not have actually exploded but customer discarded syringe and was unable to provide further clarification. Customer then used a different syringe to fill same insulin cartridge successfully. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 309657. Product lot #: 9048578 from pouch of another syringe in same box. Did issue cause any injury? No. Did customer require medical intervention? No.